Event description:
Unomedical reference number (B)(4). Event occurred in canada, it was reported that on (B)(6) 2024 one infusion occlusion blockage occurred at site and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. The blood glucose level was 18 mmol/l no further information available.